Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, deformation and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported left side "breast was firm and looked abnormal due to capsular contracture." Healthcare professional additionally reported "patient's concern with the product" and confirmed capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19/oct/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side "breast was firm and looked abnormal due to capsular contracture." Healthcare professional additionally reported "patient's concern with the product" and confirmed capsular contracture, baker grade IV. Device has been explanted.